Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge field service engineer (fse) discovered that the display was going black. The fse found evidence of saline fluid in connector causing cable failure. The fse replaced the coiled cable to resolve the screen issue. The fse then performed full functional and safety checks. The iabp passed all functional and safety checks and was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
During a preventative maintenance (pm) being performed by the a company representative, the display of the cardiosave intra-aortic balloon pump (iabp) was going black. There was no patient involvement and no adverse event was reported.